Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow up report will be filed.

Event description:
Two drivers stripped during the procedure. The surgeon was not using a torque limiting driver, no patient complications were reported.